Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a fall and x-ray confirmed the lead had migrated and unable to provide therapy. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated.